Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and has arranged to send a replacement pump to the customer, who will continue using the current pump type for backup therapy. The customer was provided with instructions for returning the problematic pump and advised on program settings and connections required for the replacement pump.